Event description:
A titanium bone screw was implanted for the treatment of atlantoaxial instability. At a follow-up visit 6 weeks post op, the physician noticed that the screw had fractured. It was reported that the physician is "undeer the impression" that the pt had taken a fall or had somehow flexed her head which might have stressed and fractured the screw.